Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation,') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, general body pain, rash and foggy feeling in head. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain,"), dyspareunia ("dyspareunia,"), pruritus ("itchy"), drug hypersensitivity ("allergic to propylene glycol"), sinus disorder ("sinus issues"), otitis externa ("my ears become infected with almost any earings"), procedural pain ("pain is manageable") and flatulence ("gas ia crazy"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, dyspareunia, pruritus, drug hypersensitivity, sinus disorder and otitis externa outcome was unknown and the procedural pain was resolving. The reporter considered drug hypersensitivity, dysmenorrhoea, dyspareunia, flatulence, genital haemorrhage, otitis externa, pelvic pain, procedural pain, pruritus, sinus disorder, uterine haemorrhage and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: impression: linear bright in iud penetrating uterine wall. Suggest perforation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, abnormal uterine bleeding, pelvic pain, dyspareunia the following information was received from social media allergic to propylene glycol, itch. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- allergic to propylene glycol, itch. Reporter information were added. On (B)(6)-2020: social media received. Reporter was added. Events sinus disorder nos, ear infection, post procedural pain, gas in stomach were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation,'), genital haemorrhage ('bleeding,') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, general body pain, rash and foggy feeling in head. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain,") and dyspareunia ("dyspareunia,"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, pelvic pain and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: impression: linear bright in iud penetrating uterine wall. Suggest perforation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, abnormal uterine bleeding, pelvic pain, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation,') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, general body pain, rash and foggy feeling in head. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain,"), dyspareunia ("dyspareunia,"), pruritus ("itchy"), drug hypersensitivity ("allergic to propylene glycol"), sinus disorder ("sinus issues"), skin infection ("my ears become infected with almost any "earrings""), procedural pain ("pain is manageable") and flatulence ("gas ia crazy"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, dyspareunia, pruritus, drug hypersensitivity, sinus disorder and skin infection outcome was unknown and the procedural pain was resolving. The reporter considered drug hypersensitivity, dysmenorrhoea, dyspareunia, flatulence, genital haemorrhage, pelvic pain, procedural pain, pruritus, sinus disorder, skin infection, uterine haemorrhage and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: impression: linear bright in iud penetrating uterine wall. Suggest perforation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, abnormal uterine bleeding, pelvic pain, dyspareunia. The following information was received from social media allergic to propylene glycol, itch. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('migration/ perforation') and uterine haemorrhage ('abnormal uterine bleeding'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: migraine, general body pain, rash, foggy feeling in head, dyspareunia, pelvic pain female, dysmenorrhea and uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), pruritus ("itchy"), drug hypersensitivity ("allergic to propylene glycol"), sinus disorder ("sinus issues"), skin infection ("my ears become infected with almost any earrings"), procedural pain ("pain is manageable"). And flatulence ("gas ia crazy"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, dyspareunia, pruritus, drug hypersensitivity, sinus disorder and skin infection outcome was unknown. And the procedural pain was resolving. The reporter considered drug hypersensitivity, dysmenorrhoea, dyspareunia, flatulence, genital haemorrhage, pelvic pain, procedural pain, pruritus, sinus disorder, skin infection, uterine haemorrhage and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2019, impression: linear bright in iud penetrating uterine wall. Suggest perforation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, abnormal uterine bleeding, pelvic pain, dyspareunia. The following information was received from social media: allergic to propylene glycol, itch. Quality safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case, all information from case (B)(4). (MFR control no. (B)(4)) transferred to this case. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation,') and genital haemorrhage ('bleeding,') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, general body pain, rash and foggy feeling in head. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain,") and dyspareunia ("dyspareunia,"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, pelvic pain and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: impression: linear bright in iud penetrating uterine wall. Suggest perforation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, abnormal uterine bleeding, pelvic pain, dyspareunia. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.